Event description:
Procedure was a bilateral lateral fusion l5-s1 with pedicle screw fixation and iliac crest bone and graft, stimulator insertion and right l5-s1 laminotomy diskectomy. Procedure: misinformed as to the type and quantity of fixation device. Was told the stimulator was similar to a watch battery; in fact the actual size is 5 to 6 times larger. Had considerable pain at stimulator site before and after its improper removal. Connecting wires proceeding to the graft area through muscles has caused constant pain and discomfort. Was subsequently released to full duty after following all of the doctors' orders, went back to work doing repetitive, bending, twisting and lifting hanging drywall in rptr's previous position. After working approx 2 months and a half, the pain was untolerable. Left work and went to the emergency room where rptr was referred to orthopaedic center where dr removed hardware. Subsequent complaints including scarring adhesion to underlying muscles and to nerve root sheaths have left rptr in a chronic pain situation. Almost all normal activites have been discontinued due to pain. (Also see 1000517.) (*)